Event description:
During routine servie, the bed failed the lateral pull test at 45# versus a spec of 50#.======================manufacturer response for med/surg bed, stryker (per site reporter).======================service tech will be sent to replace brake kits.